Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt's wife exchanged the system controller. She had difficulty engaging the percutaneous lead even when black line was lined up. The vad coordinator attempted to assist and could not get it in, so another system controller was connected. After 5 minutes, the van coordinator attempted it again and it still would not go in. The backup system controller was set up and the pt was connected without difficulty.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.